Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have no failure; however, the errors were confirmed via error logs/system logs along with errors 31226 and 1126. The unit was tested on an in-house system and failed in normal mode as error 31226 was triggered. The unit was also tested on a testing platform and failed the fiber test on the clock spring. The clock spring fiber was swapped with a new one and the errors went away. The original fiber was reconnected, and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed errors on startup and replaced the usm to resolve the issue with multiple intermittent errors. The system was tested and verified as ready for use. Isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) while docking the system and reported error pointed to the universal surgical manipulator (usm) 3. The customer disabled the usm, and power cycled the system; the error returned. The system was hard power cycled, and the usm was exercised. The error did not return on the next startup. Prior to docking the tse had the bedside staff exercise the usm and the usm moved as expected. The surgeon returned to the room and decided they were going to abort the procedure as all four arms were needed. The customer contacted tse again after the procedure and reported they had to convert to laparoscopic due to usm3 continually faulting. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed when the issue was identified. The customer was an hour into the surgery with the robot. The customer converted to traditional laparoscopic surgery. No increase in port size incision or additional ports were placed. The patient tolerated the change. No injury to the patient.